Event description:
Patient contacted dexcom territory business manager on (B)(6) 2014 to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient reported that the device read 230 while the fingerstick value was 363. Patient did not report any injuries or medical intervention at the time of contact with dexcom territory business manager.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, based on the data log that was received on (B)(4) 2014, the complaint of inaccurate blood glucose values was confirmed.